Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by bench repair on the v60 indicating while servicing the device, it was observed that the device was getting error code 1124 check vent: battery failed message. The error was likely due to the customer draining the battery prior to sending device in for servicing. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2025-043827. The investigation will be documented under MFR report number 2518422-2025-043827. Therefore, this complaint no longer meets reportability requirements.